Event description:
Patient was to have a cardiac catherization. A guidewire was inserted, but could not be advanced. In an attempt to withdraw the guidewire, a portion of it broke off. A surgical consult was requested immediately and it was determined surgical removal would be necessary. The piece was removed without difficulty in the o.r. And the patient recovered without complicationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.